Event description:
A customer observed that a centrifuge speed varied during a centrifugation operation. Gel card that are not centrifuged at the appropriate speed could result in erroneous results. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the replacement of the optical sensor on the centrifuge returned the device to expected operation.